Event description:
Patient was revised to address infection and poly wear of the insert. (Right knee)

Manufacturer narrative:
Examination of the submitted tibial insert confirmed anticipated wear for a polyethylene knee device implanted for approximately seventeen years. The investigation could not draw any conclusions about the reported infection; however, infection after approximately seventeen years implantation is unlikely to be product related. No evidence was found indicating product failure and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.